Event description:
Reporter indicated a vns therapy pt is having muscle spasms with stimulation around the generator and lead sites. It was also reported the pt is having increased seizures. Medication was added, which have helped control the seizures. The pt's pre-vns baseline is unk. Good faith attempts to obtain add'l info have been unsuccessful to date.